Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4); product ID: 29631, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that there was an alleged inaccuracy during a case using an automated trajectory guidance unit. Registered on the computed tomography (CT), navigated on magnetic resonance imaging (MRI.) All exams were merged to the CT, and the head was slightly tilted. An accuracy confirmation after the merge was aligned to plan at 0.1. A midas 3.2 surgical drill and a stryker hand drill were used and utilized 3.2 entry. The error on the automated trajectory guidance unit was 0.4-0.6. They were unable to confirm if the drill was changing the location of the drill. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Additional information was received. It was reported that their trajectory was off their plan's entry point by 2-3mm.

Manufacturer narrative:
H3) the software team reviewed the logs and found. There were 2 application log session were present of the issue date. Both session logs captured 1000+ interference errors and multiple algorithm limitation error as well. Apart from that logs captured that site did 40+ registration on the date of issue and the error metric varied from 3.4 mm to 1.4 mm. Reviewed the archive, archive had 4-mr exams and 2-CT exams. All the exams were optimal and as per the stealth protocol. Archive didn't capture registration accuracy data. As per the technical service archive analysis comments that some of the trace points were sunken into the skin. Suggested to touch lighter while taking trace points. But logs and archive were not able to tell the root cause of the reported behavior. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.